Event description:
Our affiliate is reporting a women had surgery in 2005, for drainage of calcareous tendonitis. Used 1 panalok for the repairing of the drainage site. Which was very large. By 2005 the pt was experiencing some reactions; a fistula and some fever. After a few days the fistula closed, however, a few days later the condition returned. Samples from a secretion at the fistula were taken and found to be pseudomonas. In 2005 a re-operation was performed to remove the anchor, which was untied(?) And the surgeon performed scar debridement. At the time the surgeon noted that the pt had damage to the humerus [major tubercle]. Some material was cultured and there was no bacterial growth found. Granuloma found. Currently the pt is well, no fever and no fistula.